Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt's ipg would not communicate with multiple chargers. The programmer still communicates with ipg, but displays the message "ipg battery low", therefore, the pt is unable to use the device. An x-ray revealed that the ipg had not flipped, but was at a 20-30 degree angle. The sales rep tried flattening the ipg to reduce the angle and tried a spacer, but the charger still could not communicate with the device.